Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter experienced recurrent incontinence. A revision surgery was performed, during which the physician suspected that the incontinence was secondary to sub cuff site atrophy. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). Correction to field h6: evaluation result codes.

Event description:
It was reported that a patient with an artificial urinary sphincter experienced recurrent incontinence. A revision surgery was performed, during which the physician suspected that the incontinence was secondary to sub cuff site atrophy. The device was explanted and replaced. There were no further patient complications.